Event description:
It was reported that during an unspecified procedure, the nc ranger balloon was unable to hold pressure. The device was exchanged for a like product and the procedure was successfully completed. No patient injury or procedural complications were reported. No other information is available at this time.